Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of the x-ray images finds the cup more vertically positioned than would be recommended by depuy. Cup position is determined by the implanting surgeon and is not considered product related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot hz2186 a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Examination of the device photo has identified a poly material fracture at the rim. Examination of the x-ray images finds the cup more vertically positioned than would be recommended by depuy.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had superior wear on the liner. It¿s less then 2 years old. Cup and stem placement seem to be ok, no reason for this to be happening unless patient fell. While dr was in to revise the liner and head the liner seems to still be fully seated. Replaced liner and head with a 32 instead of 36. Doi: (B)(6) 2018; dor: (B)(6) 2020; left hip.